Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient in a clinical study who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a granuloma was suspected regarding the spinal segment of catheter. Surgical intervention / partial catheter replacement was performed on (B)(6) 2016. The explanted portion of catheter was returned to the manufacturer. The following additional information has been requested which was not available at the time of this report: symptoms associated with the event, diagnostic tests performed including results, cause of issue, and outcome. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis of the unknown catheter revealed no significant anomaly; anchor damaged at explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to inflammatory mass at t7-8.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to inflammatory mass at catheter tip.